Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a blank screen display, then she saw insulin pump restart. Customer's blood glucose was 230 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was exposed to sweat, but not more than normal; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Display screen had returned. During call, customer received a failed battery test. After failed battery test troubleshooting, customer was advised that insulin pump was working as designed and that battery cap and tubing clamp will be sent in order to complete troubleshooting. No further information provided.